Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It as reported that the customer experienced an elevated blood glucose (bg) level of 395 mg/dl. Reportedly, the customer reverted to manual injections to address bg level. The customer felt that they could not maintain their bg level using pump therapy. It was noted that the customer declined troubleshooting with tandem's technical support.